Manufacturer narrative:
E1: event city: (B)(6). Event country: colombia. E1: name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported in colombia that the patient faced infusion set's leakage issue on (B)(6) 2026.